Event description:
It was reported that foreign matter was found on 2 bd insyte¿ autoguard¿ bc shielded IV catheters' needles before use. The following information was provided by the initial reporter: "foreign matter on the needle".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/9/2020 . H.6. Investigation: bd received two insyte autoguard blood control 20 gauge units from lots 9052990 and 9177508 for evaluation. A review of the device history record was performed for the reported lots and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed a piece of foreign matter on the needle tips. The units were then inspected under a microscope and the foreign matter was identified to be porous plug residual from the manufacturing process. Porous plug residuals are fragments of the porous plug components as they are placed in the hub of each unit. Based off the visual and microscopic inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect. A notification has been issued to all personnel involved in the manufacturing of these lots to raise awareness of this issue and prevent recurrence.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on 2 bd insyte¿ autoguard¿ bc shielded IV catheters' needles before use. The following information was provided by the initial reporter: "foreign matter on the needle."